Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly, bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that she sought medical attention on (B)(6) 2025, due to a high glucose level of 454 mg/dl. The issue was related to the pod, as the cannula was bent, preventing insulin delivery. She contacted her doctor at 9:00 pm central time and was advised to change the pod and received an insulin pen injection. The patient did not experience any symptoms or receive a diagnosis. She confirmed familiarity with the pink slide on the pod, which had moved forward, but could not verify if the cannula was inserted correctly due to her young age. There was no redness, swelling, or insulin leakage at the pod site. The patient did not receive any messages or alarms on her omnipod 5 app. The pod was worn between 4 and 24 hours on the hip/buttocks.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. No bends or kinks were observed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path, needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined.